Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was displaying an "er5" message. Per the onetouch ultramini owner's booklet, an error 5 message can be due to "insufficient sample applied or meter/strip issue". The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue occurred at an unspecified time on (B)(6) 2011. The patient stated that she manages her diabetes with oral medication (unknown type and dosage), diet and exercise and denied making any changes to his normal diabetes management routine in response to the reported issue. A month after the alleged product issue occurred, the patient claimed to have developed symptoms of "frequent urination" but denied receiving any treatment in response to the symptoms. During troubleshooting, the cca was not able to resolve the alleged issue due to the patient not having the test strips available. Replacement products were sent to the patient. This complaint is being reported because although the patient denied receiving any medical treatment after the reported issue occurred, he developed symptoms suggestive of a serious injury.